Event description:
It was reported that a second cuff was added to the artificial urinary sphincter (aus) system due to urethral atrophy and recurring incontinence. The original 3.5cm cuff was left implanted and a tandem 4.5cm cuff was implanted.